Event description:
It was reported the insulin cartridge was leaky. This occurred during use while the infusion device was in run mode. No additional information was provided. No physiological effects were reported. The patient did not require treatment from a health care professional or second party to address the issue. Insulin cartridge was requested for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.